Event description:
Caller states that during a correlation study the following coaguchek s/laboratory results were obtained: no action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
No patient information provided.